Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen became cracked. Reportedly, the pump touchscreen was still functional. Blood glucose level was 125 mg/dl. Reportedly, the customer had a backup method of insulin delivery available.